Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. The device was successfully replaced with another guidant model.